Event description:
Subsequent to the initial report. It was noted that echocardiogram imaging was challenging and there was evidence of tissue damage.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported entrapment of device (clip caught on chordae) appears to be related patient morphology/pathology. The reported poor image resolution was due to echocardiogram imaging was challenging. The reported tissue injury appears to be related to the clip caught on chordae. The reported unchanged mr appears to be related to the clip being deployed with the anterior chordae being stuck behind the posterior clip arm. Mr and tissue injury are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a device that was entangled in the anatomy and intervention. It was reported that a patient presented with grade 3 mixed mitral regurgitation (mr) and a restricted posterior leaflet for a mitraclip procedure. The clip was inserted into the left ventricle as normal. It was noticed that there were a lot of chordae. The clip got caught in the medial chordae during the first attempt to grasp. It seemed like the anterior chordae was stuck behind the posterior clip arm. All attempts and maneuvers to recover the clip were unsuccessful. It was decided to implant the clip centro-medial as recovery was not possible. Adequate reduction of the mr was not possible, and the mr remained unchanged. Another clip implantation was not carried out at this day because there was only analgesic sedation and the procedure took 2.5 hours. A new clip date is planned in six weeks ((B)(6)2023). No additional information was provided.